Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump had a scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that he had high blood glucose and stated that the drive support cap is sticking out on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.